Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) were 8.1 mmol/l (145.8 mg/dl) while activating the pod. The pink slide insert did not move forward, indicating that there was a needle mechanism failure. No adverse patient impact was reported and a new pod was applied.

Manufacturer narrative:
The device was received not deployed. Upon inspection, the top and bottom housing was observed to be cracked, with the top housing discolored. Corrosion was observed on multiple internal components, including the pcba, all three batteries, chassis, mechanism rails, linkage assembly, ratchet gear, reservoir cap, tube nut, clutch spring, and fill rod. A leak test was completed due to the internal corrosion, which found fluid to be leaking past the plunger in the reservoir assembly. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. No damages or abnormalities were observed that would result in a needle mechanism failure. The investigation could not conclusively determine if the corrosion observed on the internal components of the device were caused by fluid leaking through the crack into the pod, as the timing and cause of the crack could not be determined, or fluid leaking above the plunger in the reservoir. Without the data, the investigation could not conclusively determine the cause of the needle mechanism failure.